Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.